Manufacturer narrative:
Device passed self test and displacement test. No pump error 29 alarms noted during testing. Insulin pump error and insulin pump error found in the pump history (line number = 4079 and file number = 32585). Problem isolated to electronic assemblies. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error alarms. Blood glucose was 11.2 mmol/l. Customer reported they were able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.